Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken device has white biological tissue next to the device, labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to deter.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and patient concern with the product. Device remains implanted.